Event description:
Edwards received notification of a pascal precision procedure in mitral position where the p10 device was implanted at central-lateral position at a2-p2 area and preoperative severe mitral regurgitation (mr) decreased to moderate. The implant optimization was done five times, and the plan was to capture the leaflet in 12-6 position and it was finally at 1-7. There was no worsening mr at the postoperative assessment and first out-patient visit after procedure. However, the follow-up observation at 3-month showed chordae rupture at medial side and a brand-new mr was found. Additionally, detail was still unknown but there seemed to be a hole on the leaflet at 10mm area from the annulus base. For both events, the physician in charge mentioned that a hole was near the retention elements, and there may be a possibility that the patient cusp got damaged during optimization. The patient will undergo a teer with mitraclip considering the size and his familiarity with it.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for leaflet damaged while capturing and reduced therapeutic efficacy over time / other was confirmed with other empirical evidence. No manufacturing non-conformities could be confirmed as product was not returned. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event identified from the device work order. Available information suggests procedural factors may have contributed to the leaflet damage and reduced efficacy. However, without additional testimony about maneuvers performed or procedural imaging a definite root cause is unable to be determined.